Event description:
The event is reported as: alleged issue: surgeon was closing the port site with the device. When he passed the suture passer through the approximation wings, the tip of the suture passer broke off. The tip was retrieved without incident. No reported pt injury.

Manufacturer narrative:
Device sample not received by MFR in time for this report.